Event description:
Device 2 of 4. Ref MFR report numbers: 1627487-2013-00686, 1627487-2013-00688 and 1627487-2013-00689. The pt (B)(6) is implanted with four percutaneous leads from lots. Two of the leads are placed in the zygomatic region (off-label) and two are located in the supraorbital region (off-label). It was reported the pt is experiencing pain from the leads in the zygomatic region when stimulation is in use or when therapy amplitude is increased. In addition, it was reported the pt is not receiving effective stimulation coverage from the supraorbital leads. Furthermore, it was alleged the supraorbital leads are impairing the pt's vision. With respect to the latter issue, the physician suspects the supraorbital leads are implanted too low and are affecting the large orbital muscles. Surgical intervention is being considered as a means to address these issues.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.